Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir (acyclovir [aciclovir]), midol [caffeine,mepyramine maleate,paracetamol] and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pain ("body aches"), urinary tract infection ("infections/ uti"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the pain, urinary tract infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dysmenorrhoea and vulvovaginal mycotic infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pain, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. (B)(6) 2014: hysterosalpingogram (hsg) (as per mr), - conclusion: 1. Essure devices appear to 8e completely occluding the bilateral fallopian tubes. 2. Multiple areas of scarring and synechiae seen within the uterus. Findings: the uterus was significantly distended with contrast. Despite this, the essure devices appear to becompletely obstructing the bilateral fallopian tubes.balloon was deflated and the lower uterine segmentappears unremarkable. (B)(6) 2014: hysterosalpingogram (hsg)(as per mr), - essure bilaterally tubal occlusion. (B)(6) 2015: us pelvic, transvaginal - findings: transabdominal sonographic images and transvaginal sonographic images are obtained. Conclusion: 1. The endometrial stripe is abnormally thickened to 15 mm. In addition there is a focal somewhat ovoid shaped lesion seen along the endometrial stripe. Findings are nonspecific. Findings raise concern for possible endometrial polyp or submucosal fibroid. Endometrial neoplasm is considered less likely, but not completely excluded. Further evaluation is warranted. 2. Crenulated cyst seen within the right ovary. These measures up to 1.6 cm in diameter. 3. Trace amount of simple appearing free fluid seen within the pelvic cul-de-sac. (B)(6) 2015: us pelvic, transabdominal - impression: negative pelvic sonogram. Endometrium measures 2 mm in thickness concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 31-jul-2018: information from pfs and mr. New reporters added. Case classification updated to medically confirmed case. Patient¿s demographics added. Indication updated. Product removal date added. Lot number added. Conmeds added. New events added: abnormal bleeding (vaginal, menorrhagia), uti, depression, mental anguish, rashes, dysmenorrhea (cramping), yeast infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 24-year-old female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included aciclovir (acyclovir), ibuprofen since 2015, medroxyprogesterone acetate (depo-provera), midol [caffeine,mepyramine maleate,paracetamol], oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and sumatriptan since 2015. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"), 22 days after insertion of essure. On (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"). In december 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6)2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions - type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract"). On (B)(6)2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pain ("body aches"), urinary tract infection ("infections/ uti") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the pain, urinary tract infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, vulvovaginal mycotic infection, vaginal infection, migraine, headache, cystitis, vaginal discharge, weight increased, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Abdomen scan - on (B)(6)2015: impression: negative pelvic sonogram. Endometrium measures 2 mm in thickness. Hysterosalpingogram - on (B)(6)2014: results: essure device was successfully occluded; on (B)(6)2014: essure bilaterally tubal occlusion.. Ultrasound scan vagina - on (B)(6)2015: . Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received. Her demographic was added. Concomitant condition and medication added. Events: infection (bladder/ urinary tract/vaginal) type: bladder, vaginal discharge, weight gain / loss specify which one: weight gain, fatigue, hair loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir (acyclovir [aciclovir]), midol [caffeine,mepyramine maleate,paracetamol] and paracetamol (acetaminophen). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pain ("body aches"), urinary tract infection ("infections/ uti"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent removal procedure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain had resolved and the pain, urinary tract infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dysmenorrhoea and vulvovaginal mycotic infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pain, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure device was successfully occluded (B)(6)2014: hysterosalpingogram (hsg) (as per mr), - conclusion: 1. Essure devices appear to 8e completely occluding the bilateral fallopian tubes. 2. Multiple areas of scarring and synechiae seen within the uterus. Findings: the uterus was significantly distended with contrast. Despite this, the essure devices appear to be completely obstructing the bilateral fallopian tubes. Balloon was deflated and the lower uterine segment appears unremarkable. (B)(6)2014: hysterosalpingogram (hsg)(as per mr), - essure bilaterally tubal occlusion. (B)(6)2015: us pelvic, transvaginal - findings: transabdominal sonographic images and transvaginal sonographic images are obtained. Conclusion: 1. The endometrial stripe is abnormally thickened to 15 mm. In addition there is a focal somewhat ovoid shaped lesion seen along the endometrial stripe. Findings are nonspecific. Findings raise concern for possible endometrial polyp or submucosal fibroid. Endometrial neoplasm is considered less likely, but not completely excluded. Further evaluation is warranted. 2. Crenulated cyst seen within the right ovary. These measures up to 1.6 cm in diameter. 3. Trace amount of simple appearing free fluid seen within the pelvic cul-de-sac. (B)(6)2015: us pelvic, transabdominal - impression: negative pelvic sonogram. Endometrium measures 2 mm in thickness. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 24-year-old female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included aciclovir (acyclovir), caffeine;mepyramine maleate;paracetamol (midol), ibuprofen since 2015, medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and sumatriptan since 2015. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"), 22 days after insertion of essure. On (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"). In december 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6)2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions - type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract"). On (B)(6)2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pain ("body aches"), urinary tract infection ("infections/ uti"), menstrual disorder ("menstruation issues"), ovarian oedema ("my ovaries get real swollen and hurt so bad") and adnexa uteri pain ("my ovaries get real swollen and hurt so bad"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the pain, urinary tract infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, vulvovaginal mycotic infection, vaginal infection, migraine, headache, cystitis, vaginal discharge, weight increased, fatigue, alopecia, ovarian oedema and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, cystitis, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian oedema, pain, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Abdomen scan - on (B)(6)2015: impression: negative pelvic sonogram. Endometrium measures 2 mm in thickness. Hysterosalpingogram - on (B)(6)2014: results: essure device was successfully occluded; on (B)(6)2014: essure bilaterally tubal occlusion.. Ultrasound scan vagina - on (B)(6)2015: . Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia, dysmenorrhea, pelvic pain. Concerning the injuries reported in this case, the following ones reported via social media :ovarian oedema, ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: social medial received- new events (split): my ovaries get real swollen and hurt so bad were added. New reporter were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 24-year-old female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir (acyclovir [aciclovir]), ibuprofen since 2015, midol [caffeine,mepyramine maleate,paracetamol], paracetamol (acetaminophen) and sumatriptan since 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 22 days after insertion of essure, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions - type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pain ("body aches"), urinary tract infection ("infections/ uti") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the pain, urinary tract infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dysmenorrhoea, vulvovaginal mycotic infection, vaginal infection, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. On (B)(6) 2014: hysterosalpingogram (hsg) (as per mr), - conclusion: 1. Essure devices appear to 8e completely occluding the bilateral fallopian tubes. 2. Multiple areas of scarring and synechiae seen within the uterus. Findings: the uterus was significantly distended with contrast. Despite this, the essure devices appear to be completely obstructing the bilateral fallopian tubes. Balloon was deflated and the lower uterine segment appears unremarkable. On (B)(6) 2014: hysterosalpingogram (hsg)(as per mr), - essure bilaterally tubal occlusion. On (B)(6) 2015: us pelvic, transvaginal - findings: transabdominal sonographic images and transvaginal sonographic images are obtained. Conclusion: 1. The endometrial stripe is abnormally thickened to 15 mm. In addition there is a focal somewhat ovoid shaped lesion seen along the endometrial stripe. Findings are nonspecific. Findings raise concern for possible endometrial polyp or submucosal fibroid. Endometrial neoplasm is considered less likely, but not completely excluded. Further evaluation is warranted. 2. Crenulated cyst seen within the right ovary. These measures up to 1.6 cm in diameter. 3. Trace amount of simple appearing free fluid seen within the pelvic cul-de-sac. On (B)(6) 2015: us pelvic, transabdominal - impression: negative pelvic sonogram. Endometrium measures 2 mm in thickness. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Events added from pfs- infection (bladder/ urinary tract/vaginal) type: vaginal, migraines and headaches. Onset date of event anxiety, depression were updated. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body aches"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal procedure). Essure was removed. At the time of the report, the pelvic pain, pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.